Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the por/turning therapy off was due to the cardiac ablation surgery. It was reported that multiple attempts were made with the patient adjusting the unit. The issue was not resolved, but the patient was meeting with the surgeon on (B)(6)2017. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's therapy had turned off and reset to shipping parameters. Patient reported getting a por- power on reset message on their programmer screen. It was stated that patient was currently in new york city due to medical issues, and asked if any health care provider (hcp) could contact the manufacturer's representative (rep). It was noted that patient had a heart ablation eight days ago. Patient was redirected to hcp for follow up. The meaning of por was reviewed. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.